Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported having chicken pox for a week and then not hearing with the device. The recipient was seen after he had recovered from the chicken pox and in situ measurement showed some affected channels. Imaging and expert measurements are planned.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Furthermore the active electrode was partially outside of the cochlea. Imaging performed whilst the device was implanted confirmed 3 extra-cochlear channels. Per internal registration information, a full insertion was achieved at implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported having chicken pox for a week and then not hearing with the device. The recipient was seen after he had recovered from the infection and in situ measurement showed some affected channels. The recipient was re-implanted.